Event description:
On (B)(6) 2012, the lay user/reporter, the patient's husband, contacted lifescan to report an issue with performing a test with the one touch ultra meter. The senior medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2012, the patient had an issue with the reported meter; she was unable to obtain a blood glucose reading. The patient continued to take her usual dose of lantus insulin 16 units. One and a half days afterwards, the patient experienced the symptom of blurred vision. She did not seek any medical attention or treatment. During the troubleshooting telephone call, it was determined the patient was attempting to test while in the meter¿s memory mode. The issue was resolved with patient education. There was no evidence the meter was not functioning appropriately. The patient's testing technique was incorrect by attempting to test while in the meter's memory mode. However, as the patient suffered symptoms suggesting severe hyperglycemia after the meter issue occurred, this complaint is being reported.

Manufacturer narrative:
Age: not provided. Gender: female. Weight: not provided.